Manufacturer narrative:
The calibration was last performed on (B)(6) 2024 and was acceptable with no noted alarms. The field service engineer performed qc and it was acceptable. The troubleshooting actions (inspecting the fluidics and the sample) resolved the issue. The investigation did not identify a product problem. The root cause was due to a sample quality issue.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with tina-quant igg gen.2 (igg-2) assay and tina-quant igm gen.2 (igm-2) assay on a cobas 8000 cobas c 502 module. Igg-2: initial result: 4 mg/dl (accompanied by a data flag). The sample was auto-repeated, resulting in an igg-2 value of 1065 mg/dl (accompanied by a data flag). Igm-2: initial result: 2 mg/dl (accompanied by a data flag). The sample was auto-repeated, resulting in an igm-2 value of 1795 mg/dl (accompanied by a data flag). The physician questioned the results and requested the sample be repeated. On (B)(6) 2024 the same sample was then repeated. Igg-2: 2nd repeat result: 1111 mg/dl. Igm-2: 2nd repeat result: 641 mg/dl. The 2nd repeat results of igg-2 and igm-2 were deemed to be correct.

Manufacturer narrative:
The igg-2 reagent lot number was 669439. The expiration date was not provided. The igm-2 reagent lot number was 700992. The expiration date was not provided. The customer stated that the qc was acceptable on the day of the event. The alarm trace showed multiple alarms including an abnormal aspiration alarm, a few abnormal aspiration (sample probe) alarms, a sample shortage (sample aspirate) alarm, and a sample short alarm. The field service engineer verified the fluidics and inspected the sample. He found floaters in the sample. Precision studies were performed and they were within specifications.